Event description:
The article "predictors and clinical impact of worsening left ventricular ejection fraction after mitral transcatheter edge-to-edge repair" was reviewed. The article presented a prospective multi center study, to evaluate the predictors and clinical impact of left ventricular ejection fraction (lvef) worsening after transcatheter edge-to-edge valve repair (teer) for primary mr (pmr) and secondary mr (smr). Devices mentioned include mitraclip. The article concluded that lvef worsening after teer was not uncommon and was caused by the increased left ventricular end-systolic volumes (lvesv). Lv volumes and some patient-specific factors predicted worsened lvef which was not associated with long-term clinical outcomes. [The primary author and corresponding author was dr. Shunsuke kubo at kurashiki central hospital institution with corresponding email daba-kuboshun101@hotmail.co.jp. The time frame of the study was april 2018 to june 2021.. A total of 2150 patients were included in this study, of which all received an abbott device. Comorbidities included hypertension, dyslipidemia, diabetes, smoker, bleeding, atrial fibrillation, ventricular tachycardia/fibrillation, previous coronary artery disease, prior stroke, open heart surgery, peripheral vascular disease, chronic obstructive pulmonary disease, dialysis dependent, heart failure, cardiac resynchronization, defibrillator implant, heart failure medication, primary mitral regurgitation, secondary mitral regurgitation, tricuspid regurgitation. The majority gender was male. The average age was 78. Patient weight was not provided. Peri and post-procedural complications included surgical intervention, heart failure, hospitalization, unchanged mr, death.

Manufacturer narrative:
Summarized patient outcomes/complications of mitraclip implantation were reported in a research article in a subject population with multiple co-morbidities including hypertension, dyslipidemia, diabetes, smoker, bleeding, atrial fibrillation, ventricular tachycardia/fibrillation, previous coronary artery disease, prior stroke, open heart surgery, peripheral vascular disease, chronic obstructive pulmonary disease, dialysis dependent, heart failure, cardiac resynchronization, defibrillator implant, heart failure medication, primary mitral regurgitation, secondary mitral regurgitation, tricuspid regurgitation. Complications reported included surgical intervention, heart failure, hospitalization, unchanged mr, death; these complications are anticipated for the procedure and subject population. A more comprehensive assessment could not be performed as the event was non-contemporaneously reported through a literature review and no device or individual patient information was received for analysis. There is no indication of a product issue with respect to manufacturing, design, or labeling. Serious injuries heart failure, hospitalization, unchanged mr mentioned in b5 are reported under a separate medwatch report. Literature attachment: article title: temporal trends in characteristics of patients undergoing transcatheter tricuspid edge-to-edge repair for tricuspid regurgitation.¿ literature attachment: article title: predictors and clinical impact of worsening left ventricular ejection fraction after mitral transcatheter edge-to-edge repair".